Event description:
The case progressed as usual until the jacket guard became lodged in the ipsi limb during catheter removal. Quad lumen tube broke leaving the jacket guard and aortic balloon in the body. Retroperitoneal incision was made to remove the remaining device and attach the ipsi limb. Pt is doing fine.